Event description:
The manufacturer received information that a rental, dreamstation st30 device is returning due to a patient passing away. There is no allegation that the device contributed to the death. The complaint review has determined that due to insufficient information this will be reported. Although there is not an allegation that the device caused or contributed to the mentioned "death". This issue has been reviewed by the clinical expert and determined the reported event makes no allegation of any specific device malfunction, use error, failure, labeling, or other deficiency that is relevant to the reported event. Additionally, there is no other clinical information provided to indicate any causal relationship between the device and the reported death. Therefore, based on available information the reported death is assessed as not related to the device in this case. Therefore, based on information available at this time, the device did not cause or contribute to a serious injury or death. The device has not yet been returned to the manufacturer for evaluation. The manufacturer's investigation is ongoing. A supplemental report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported information received that a rental, dreamstation st30 device is returning due to a patient passing away. There is no allegation that the device contributed to the death. The complaint review has determined that due to insufficient information this will be reported. Although there is not an allegation that the device caused or contributed to the mentioned "death". This issue has been reviewed by the clinical expert and determined the reported event makes no allegation of any specific device malfunction, use error, failure, labeling, or other deficiency that is relevant to the reported event. Additionally, there is no other clinical information provided to indicate any causal relationship between the device and the reported death. Therefore, based on available information the reported death is assessed as not related to the device in this case. Therefore, based on information available at this time, the device did not cause or contribute to a serious injury or death. The device has not yet been returned to the manufacturer for evaluation. As part of the complaint handling process, attempt to have the device returned for evaluation and investigation has been unsuccessful because there is no customer contact information available. At this time, no further investigation can be performed. If any additional information is received, a supplemental report will be filed.